Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
Upon receiving 14 mm cortical bone screw in the distributors office, it was noticed that it was actually size 12 mm. The screw was not used in a procedure.

Manufacturer narrative:
Evaluation of returned device confirmed the reported issue and that a unit was mixed from another order. The event appears to be isolated to only one unit from each lot. A review of sales history confirmed that units from both lots have been invoiced with no other reported issues. In august 2011, supplier implemented line clearance and scrap segregation to avoid batch mixes.